Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle of a bd insyte¿ autoguard¿ shielded IV catheter 22 g x 1 in. Did not retract during use. There was no report of injury or medical intervention.

Manufacturer narrative:
One used sample without packaging and photos were returned for evaluation. A visual/microscopic inspection revealed that the safety activation button was depressed, the needle/hub assembly was partially retracted into the safety shield (barrel) with the protective needle cover in place, there were traces of dried media, and the grip was damaged (smashed), which hindered the needle from fully retracting. The damage was in the area to the side of the bottom of the grip where it connects to the barrel. A photo inspection observed damage similar to the returned unit. The needle was then pushed to the out position and further visual/microscopic inspection observed no other anomalies or mechanical/physical damage to the needle, spring or needle/hub that would contribute to the failure other than the damaged grip. A simulated use test was performed by pressing the safety activation button. The needle retraction failed due to the damage on the grip. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: the root cause for this incident has been determined to be a manufacturing deficiency caused by damage to the grip. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. A CAPA has not been initiated for this incident, but a quality improvement plan is underway to minimize damage to the grip at the plug load station. The grippers used have been/will be changed to gathering grippers which should minimize the chance of chipping to the grips from the machine.